Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The caller reported that the adhesive from the infusion sets were not sticking well enough the infusion sets were peeling away from the skin, which caused a leak. The caller alleged this occurred with different infusion sets from the same box. No adverse event was reported. The infusion sets were requested to be returned for product evaluation.